Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle, the plastic distal end cover, the objective lens, and the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being provided based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was confirmed. Due to wear of the angle wire, bending angle in all directions did not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. From the information obtained, it is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign material remaining could not be determined. This issue is addressed in the instructions for use (IFU): labeling: the events can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.